Event description:
(B)(4). It was reported that jailing occurred. In (B)(6) 2010, the patient presented with history of chest discomfort with and without exertion. The patient was diagnosed with unstable angina. Two days later, cardiac catheterization and index procedure were performed. The target lesion was a de novo lesion located in the distal left anterior descending (lad) artery with 99% stenosis and was 22 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 24 mm taxus® liberté® stent. Post placement of the of 2.50 x 24 mm taxus® liberté® stent, jailing of the non-bsc guide wire in the 3rd diagonal was noted. Following that, a 2.5 x 12 mm unspecified balloon catheter was crossed into the struts of the stent and was inflated at the ostium of 3rd diagonal and subsequently, kissing balloon angioplasty was performed. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).